Event description:
Falsely elevated advia centaur xp br (ca 27.29) results were obtained on three patient samples and the results were questioned by the physician. The customer performed repeat testing of the discordant samples from the aliquot and primary sample tubes and the results were lower. There was no report of adverse health consequences due to the discordant results.

Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection and performed a total service call and found no system issues that may have contributed to the discordant results. The cause for the discordant results is unknown. No conclusion can be drawn. The IFU states in the limitations section: "note: do not interpret levels of ca 27.29 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 27.29 within the range observed in healthy individuals. Additionally, elevated levels of ca 27.29 can be observed in patients with nonmalignant diseases. Measurements of ca 27.29 should always be used in conjunction with other diagnostic procedures, including information the patient's clinical evaluation." The instrument is performing within specifications.